Manufacturer narrative:
Evaluation: results: the complaint was confirmed. As received, visual inspection of the returned leads revealed they were cleanly cut at consistent with explant damage. The stimulation and terminal ends were in good condition. No functional testing was performed due to the leads being cut. Microscopic inspection of the lead bodies revealed a bent area on each lead and broken wires at this location in one lead body. The bent areas and broken wires are consistent with the stresses the leads were subjected to while implanted. The broken wires would contribute to the complaint of no simulation. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10101.